Event description:
Additional information received from the consumer reported the circumstances that led to the migration of the leads and nerve pain was swimming in the ocean. In order to resolve the issue the healthcare provider (hcp) suggested moving the migrated leads, but for right now the consumer was taking pain medications while they were waiting for the procedure.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported a couple of weeks ago they had nerve pain so bad they went to see their healthcare provider (hcp) who performed an x-ray which showed the leads moved. The hcp now wanted to confirm the migration with an MRI. There were no falls or traumas reported related to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.